Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asdzs0044 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported before port maintenance, a butterfly needle needs to be used. After unpacking, it is found that the needle of the flounder needle is exposed, and there is no needle protective cover. It is not used on the patient.